Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2009-06237 for a description of the other device. It was reported to boston scientific corp that a resolution clip device and a gold probe were used during an esophagogastroduodenoscopy procedure performed on (B)(6) 2009 (pt age unk, however, over 18 years). According to the complainant, the gold probe device would not cauterize when the pedal was pressed on the generator. Then a resolution clip device was used and it would not release from the catheter. The clip was able to be removed from the tissue with no add'l bleeding. The clip was still attached to the catheter when it was removed. The procedure was completed with another gold probe device. No pt complications were reported as a result of this event. At the conclusion of the procedure, the pt's condition was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2009-06237 for a description of the other device. It was reported to boston scientific corporation that a resolution clip device and a gold probe were used during an esophagogastroduodenoscopy procedure performed on (B)(6), 2009 (patient age unknown, (B)(6), gender and weight are unknown). According to the complainant, the gold probe device would not cauterize when the pedal was pressed on the generator. Then a resolution clip device was used and it would not release from the catheter. The clip was able to be removed from the tissue with no additional bleeding. The clip was still attached to the catheter when it was removed. The procedure was completed with another gold probe device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The customer's complaint for electrical cautery issue has not been confirmed. The device passed electrical testing. Visual inspection during analysis revealed kinks in the catheter. The finding of the catheter being kinked is attributed to operational context, as the catheter may have become kinked sometime during the procedure. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).